Event description:
The pt was implanted with a left ventricular assist device (lvad). Approx 4 months post implant, the vad coordinator reported that the pt was found unresponsive in his home. There were no alarms reportedly coming from the device at the time the pt was found. Emergency medical services were dispatched and the pt was transported to the ICU. The pt expired in the ICU. No autopsy was performed.

Manufacturer narrative:
The device will not be returned to the MFR for eval as it was not explanted from the pt. No additional information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.